Event description:
Caller reported discrepant result when testing patient sample of two different inratio meters. Results as follow: 1st meter: 0.8; repeat 0.8, 2nd meter: 3.1, repeat: 3.1.

Manufacturer narrative:
Investigation: inratio precision data provided by end-user: date: (B)(6) 2009, 1st inr = 0.8; 2nd inr = 3.1. Inratio meter: mean: 1.95, sd: 1.63, %cv: 83.40. Since 83.40% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when it is returned.